Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent supraumbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the mesh was completely incorporated into the soft tissues and indeed was very difficult to remove. After excising the mesh complete it was noted that it was adherent to several loops of bowel. Care was taken to elliptically remove the mesh adherent to the bowel. Attempts at removing it from the bowel were futile and the mesh appeared to be somewhat ingrown into the bowel wall. The bowel was resected and reanastomosed using functional end to end anastomosis and closure of common enterotomy with gia. Biologic mesh material was then sutured in with pds sutures circumferentially with u-vertical mattress sutures. The soft tissue was then approximated over the mesh and a drain was placed over the soft tissue between the skin. It was reported that the patient experienced pain, diarrhea and shortness of breath which has confined her to a wheelchair. No additional information is provided.